Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Healthcare professional reported left side device removal due to "back pain" and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of pain received on january 10, 2020 with lot number 1082884. Analysis of the returned device identified: brown particles and opening on patch. Leak test and microscopic analysis was performed which identified: striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The events of "capsular contracture and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: dr. (B)(6) office called to report a bilateral implant exchange due to patient wanting to relieve back pain.

Event description:
Healthcare professional reported left side device removal due to "back pain." Device has been explanted.